Event description:
It was reported that during an open colon partial gastrectomy procedure, the device was fired but would not release from the tissue. A second device was used to cut the device out and the surgeon had to cut more stomach then anticipated. The pt is okay.

Manufacturer narrative:
Date sent: 10/02/2007. Information anticipated, but unavailable at this time.